Event description:
"On or about (B)(6) 2007," and monarc was implanted to treat for "stress urinary incontinence." Plaintiff's attorney has alleged that the "product has caused plaintiff severe and permanent bodily injuries and significant mental and physical pain and suffering," and other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.